Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump¿s battery compartment is deformed, making it unable to insert a battery to the pump. Investigators were unable to power up the pump and to download the black box. Investigators were unable to investigate reported ¿cs012¿, damage beyond investigation.

Event description:
On (B)(6) 2014, the distributer contacted animas stating the pump emitted multiple call service 012 alarms. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.